Event description:
It was reported that there was difficulty with inserting the catheter and along with the guidewire into the pt's vein. Further follow up indicated that the doctor repeated the procedure by using a needle to insert a new site into the vein and inserted a new catheter. No pt complications were reported.

Manufacturer narrative:
Device was returned and evaluated. Examination of the catheter body found no abnormalities. The distal lumen was found to have a full occlusion. The occlusion was located inside the backform. A 0.032 inch guide wire was passed through the lumen with some resistance in the backform area. A cutdown was performed on the backform, and the occlusion was found to be dried blood. The 0.032 inch guide wire was again passed through the hub to the tip and tip to hub and there were no abnormalities noted.